Manufacturer narrative:
Covidien reference number: (B)(4). The customer service engineer replaced the graphic user interface central processing unit (gui cpu) and installed new a backlight harness. . The ventilator then passed all performed tests per manufacturer's specifications.

Event description:
It was reported that the ventilator graphic user interface (gui) was inoperative. There is no reported patient involvement associated with this event.